Manufacturer narrative:
A post-operative device check noted no pauses. An additional follow up was performed and normal pacing and capture was observed. A boston scientific technical services consultant could not determine the cause of the intermittent pacing observed during the implant procedure. The physician will continue to follow this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this system, bipolar pacing on the right ventricular (rv) channel was successful through the pacing system analyzer (psa); however, no bipolar pacing was noted through the device. The patient is completely dependent and a three second pause in pacing was noted. No patient symptoms were noted. The caller confirmed the lead was fully inserted into the connector block. Troubleshooting was performed and the associated atrial lead was inserted into the rv port and normal results were observed. The rv lead was re-inserted back into the port, programmed to unipolar configuration and implanted. No adverse patient effects were reported.